Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up button dome switch. The pump and contour next link meter were functioning and communicating properly. The pump recorded properly at status screen. The bolus wizard functioning properly per bolus wizard sample in the user guide. The pump was received with cracked reservoir tube lip and cracked case at reservoir tube window corner. The pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test.

Event description:
The customer's husband reported via phone call of a button error from the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer stated that when they hit the b button on the pump, the sugar is not there. The customer stated that they have to push the button more than once for the pump to respond. The customer also stated that the act button does not respond. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.